Event description:
A patient experienced a small burn under the area of the grounding pad following a tuna procedure. The grounding pad provided with the tuna procedure. The grounding pad provides with the tuna cartridge had been used with a previous case. A second grounding pad, with an expiration of 2001, was taken from stock and used. The burn area was treated with ointment and dressing and appeared to be healing well on follow-up examination. No further treatment was required.